Manufacturer narrative:
Investigation conclusion: the customer reported issue that the display boards were defective was confirmed through testing. Of the 35 display boards that were returned, 34 had dimmed segments and 1 had no issue found. Risk assessment dir: (B)(4) notes dim segment issue is associated to faulty component of the seven segment display. A supplier product change notification ((B)(4)) was issued to improve the manufacturing process. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was involved in a production failure, and product was not returned for servicing which not correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode. CAPA reference: (B)(4). The customer stated that there was no patient involvement.

Event description:
It was reported that the display boards were defective.